Event description:
Event description guidant received information that both the left ventricular lead model 4518 and the right ventricular lead model 4088 have had high thresholds that led to loss of capture. During an invasive procedure, the left ventricular lead measurements were good with the pacing system analyzer. The lead remained implanted. It was decided to explant the pacemaker and replace it with an ICD. Therefore the lead 4088 was explanted and discarded and a lead 0158/155653 was implanted. Once the device was explanted, it was observed that there was blood in the lv-1 terminal connector. The physician would like to know why there was blood in this barrel.,